Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. A medtronic representative inspected the imaging system onsite and the interface (umbilical) cable was replaced. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion case, frame rate low¿ was displayed on the mobile view station (mvs). The procedure was completed with the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
The suspect interface cable has been received by the manufacturer for evaluation. The reported issue was confirmed. Cable passed visual inspection as well as continuity testing. When the cable was attached to an imaging system, the system was ready.. Communication and motion readied. Both 2d and 3d were successful initially. While under test 3d imaging occurred due to intermittent frame rate error. Interface calve was faulty.